Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and specificity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The patient samples were available for return, however the product was not available for return. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely nonreactive patient results generated using the architect (B)(6) tp reagents. The following data generated in (B)(6) 2016 was provided (s/co). Specimen 1 (falsely nonreactive). Reagent 59844li00 0.85, 0.83 (nonreactive) . Reagent 64463li00 1.00, 1.02 (reactive). Tppa method was positive and fta-abs was indeterminate. No impact to patient management was reported.